Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a loose advance® tibial base. Implanted new microport advance® rev. Tibial base, mod stem, block augments, med piv insert.

Manufacturer narrative:
Addtional information recieved. Updated part number.